Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was over delivering insulin due to they experienced low blood glucose. Customer stated that they experienced low blood glucose for 1 day and not treated for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature at the time of low blood glucose event. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.